Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6), 2023: patient outcome: the physician attended a procedure on (B)(6), 2023 where they inserted a zta-p-44-233 graft to reline and reconnect into the insitu cmd device. At the time of this procedure on x-ray there appeared to be fractured stents in the distal 7th and 8th stent of the implanted (B)(4).

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). G4) similar to device under p140016. Investgation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: graft separation between the zta-pt-42-38-225 and the cmd fen-thoracoabdominal graft the distal diameter of the graft is measuring larger than 38mm's patient outcome: plan to reline this graft on (B)(6) 2023. The complainant did not inform of any adverse effect(s) on the patient due to this occurrence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). H6) c22 = side effect. D17 = side effect. Summary of investigational findings: in the index procedure in 2019, a male patient was treated for a thoracoabdominal aneurysm. Zta-pt-46-42-233, zta-pt-42-38-225 (complaint device) and fen-thoraco-abdominal-graft were implanted during this procedure. It is reported on (B)(6) 2023, that there was a graft separation between the zta-pt-42-38-225 (complaint device) and the cmd (custom made device) fen-thoracoabdominal graft. It was reported that the distal diameter of this graft (complaint device) is measuring greater than 38mm¿s. On (B)(6) 2023, it was planned to reline this graft (as reported when receiving the complaint). The patient had an arch branch graft implanted on (B)(6) 2023 to treat a type ia endoleak at the proximal zta-pt-46-42-233 (manufacturer ref#: 3002808486-2023-00275). Per attending rep ¿I attended a procedure on (B)(6) 2023 where we inserted a zta-p-44-233 graft to reline and reconnect into the insitu cmd-device. At the time of this procedure on x-ray there appeared two fractured stents in the distal 7th & 8th stent of the implanted zta-pt-42-38-225.¿ (manufacturer ref#: 3002808486-2023-00265). No dissection was present prior to insertion of complaint device. Per additional information: the following information was provided to cook medical endovascular graft planning group by the operating physician ¿the patient has been sent to me with a label of chronic type b aortic dissection but the appearance might also fit as purely aneurysmal disease. There has been a bentall's procedure previously done. The descending thoracic aorta is 6.1cm. I propose doing a 2 stage procedure: partial arch debranching (left common carotid artery to subclavian artery bypass) and thoracic endoluminal stent graft, then a thoraco-abdominal endoluminal stent graft as a second stage. Given the anatomy I think the best configuration for the thoraco-abdominal aortic aneurysm graft is 2 branches (coeliac artery, superior mesenteric artery) and 2 fenestrations (renals).¿ this complaint regards separation between the complaint device and the cmd device. Imaging review was performed by an imaging expert based on 3d-reconstructions from planning and sizing, an implantation simulation from planning and sizing, two follow-up ctas, thoracoabdominal cmd specifications and photographs, pre-implant correspondence from the implanting physician, and the complaint report. Relevant imaging review findings were: ¿a type ia endoleak developed by the first provided follow up cta on (B)(6) 2022. Sealing stent constraint to 41.9mm and the endoleak morphology were consistent with a dissection.¿ ¿by the first follow-up cta on (B)(6) 2022, type iiib endoleak involved the distal zta-pt-42-38-225. The leak was the result of second and third distal stent body wire fractures. The stent diameter at the fractures and leak was increased to 40.5mm x 44.3mm. The gap and leak indicated a fabric defect permitting the leak. The leak was not contiguous with the zta-pt-42-38- 225/cmd junction.¿ ¿the aortic length from the left cca (common carotid artery) to the ca (celiac artery) significantly increased on the first follow-up cta on (B)(6) 2022. On the first follow-up cta on (B)(6) 2022, zta-pt-46-42-233/ zta-pt-42-38-225 overlap was 87.6mm. The distance from the distal end of the zta-pt-42-38-225 to the ca was planned at 11.5mm. Consequently the original aortic length from the left cca to the ca was approximately 294.3mm (233+225+11.5-2 (87.6mm). This aortic segment increased to 379mm by the first follow-up cta on (B)(6) 2022 and to 388mm on the second follow-up cta on (B)(6) 2023. The lengthening further retracted the zta-pt-42-38-225 from the cmd between the first follow-up cta on (B)(6) 2022 and the second follow-up cta on (B)(6) 2023. Assuming the zta-pt-42-38-225 and cmd overlap depicted on the planning and sizing was achieved, the lengthening was sufficient to cause the original separation despite initial 3.5 stent body lengths overlap.¿ based on the imaging review findings, the imaging experts impression are ¿the complaint of zta-pt-42-38-225 and thoraco-abdominal cmd separation is confirmed. The separation was the result of superior zta-pt-42-38-225 retraction mediated by aortic lengthening. The aortic lengthening was the result of a type ia endoleak associated with a dissection at the zta-pt-46-42-233 sealing stent. The distal of zta-pt-42-38-225 was fractured in two locations. A type iiib endoleak through a fabric tear was present at a gap associated with the two fractures. The tear and fractures resulted in a larger than design diameter of the distal of zta-pt-42-38-225 as noted in the complaint report. The fractures and tear were likely related to friction between the cmd and zta-pt-42-38-225 as the zta-pt-42-38-225 was slowly retracted. Although the type iiib endoleak was the result of aortic lengthening, it would cause persistent sac pressurization and aneurysm growth if untreated. The zta-pt-42-38-225 and cmd were nearing complete separation by 2023. A type iiia endoleak would have been present without sac pressurization by the type iiib endoleak.¿ review of the device history record gave no indication of the device being produced out of specification. Per IFU, component separation is a listed potential adverse event. The likely cause of the zta-pt-42-38-225 and the custom made device separation is aortic lengthening as confirmed on provided images. Per imaging review, the aortic lengthening was due to a type 1a endoleak associated with a dissection at the zta-pt-46-42-233 sealing stent. The aortic lengthening likely also caused friction between the zta-pt-42-38-225 and cmd device resulting in the observed stent fractures and fabric tear that led to larger than design diameter of the zta-pt-42-38-225. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 11oct2023: zta-pt-46-42-233, zta-pt-42-38-225 and fen-thoraco-abdominal-graft were implanted during the same procedure in 2019. Graft separation between the zta-pt-42-38-225 and the cmd fen-thoracoabdominal graft (e66829). The distal diameter of the graft is measuring larger than 38mm's.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.